Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data showed dates from (B)(6) 2004. The available black box data showed no evidence of short battery life; however, a replace battery alarm was observed on (B)(6) 2004. A visual inspection of the pump showed evidence of moisture contamination was on the underside of the returned battery cap and in the battery compartment. The pump passed a leak test. The returned battery cap had stripped threads and was unable to secure on to the pump. An intermittent power issue occurred with the returned battery cap; a test cap was then used to complete investigation. The pump¿s current draws were found to be within specifications. The pump case was removed and no additional evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.